Event description:
(B)(4) received a report stating while suctioning the patient the suction catheter broke apart at the distal end near the thumb valve. The broken catheter became stuck in the patient's endotracheal tube and had to be removed manually. Once it was removed the device was replaced with another suction catheter. The catheter had been in use for approximately 15 minutes prior to the break. There was no reported patient injury. The patient continued to receive ventilator support. No additional information was provided in regards to the patient's status.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).